Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure and the patient's vision was not good. The target refraction was 0.00 d and the postoperative refraction was -1.25+0.75x148. The iol was exchanged.